Manufacturer narrative:
Most recently, this ra lead was attempted for re-positioning, however the attempt was unsuccessful. Therefore, the implanting physician determined to surgically abandon this lead. A second ra lead was attempted from the left, but discontinued due to vein occlusion. The physician determined to plug the atrial port of the associated medical device. Historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique. The returned lead will not be analyzed, but archived should future testing be required. Dislodgement typically occurs closely following implant when an optimal tissue to lead interface is not achieved.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead exhibited loss of capture as a result of dislodgment shortly after implant. There were no reported adverse patient effects beyond the surgical intervention that was necessary to address the issue.